Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user's hearing performance with the device is affected after the user accidentally fell down from a high stair. The user was reimplanted.

Manufacturer narrative:
Conclusion: according to the information received from the field the recipient experienced a decrease in hearing benefit after a head trauma. However device investigation on the received parts did not reveal any device defect or damage, which has been present whilst implanted. The electrode has been received incomplete. Mechanical damages found are attributable to the removal surgery. Further, in situ measurements whilst implanted show the device working within specification. A root cause for the reported issue cannot be determined. This is a final report.

Event description:
The user's hearing performance with the device is affected after the user accidentally fell down from a high stair in early (B)(6) 2024. The user was re-implanted.